Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 28july2022 via email and attached to complaint object: no patient involvement. All issues were found during testing. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 04-may-2020.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal, the battery door was cracked and the latch lock will not release. The event log was reviewed and revealed no evidence of the reported problem. Upon function testing the reported problem could not be duplicated. The downstream sensor seal was removed and revealed a scratched sensor. The root cause of the reported problem was unknown however a scratched sensor can be the cause of calibration issues. The downstream occlusion sensor was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.